Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to user mishandling. During the investigation the technician found damages withint the device. The observed damages were not consistent with normal wear and tear. The main board was repalced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.